Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, edwards lifesciences received a report of a device-related event during a transcatheter aortic valve replacement (tavr) procedure in the united states. The procedure involved implantation of a 26 mm sapien 3 ultra resilia valve in the aortic position using a commander delivery system. During initial valve deployment, the inflation balloon on the 26 mm commander delivery system ruptured upon contact with calcium in the sinotubular junction (stj). Blood was observed in the syringe after negative pressure was applied following the rupture. No extra inflation volume was added prior to deployment, and no leakage was noted from the delivery system. The delivery system with the ruptured balloon was removed easily and without resistance. No instruments were required for removal, and no additional edwards devices were damaged. After removal, the rupture was clearly visible on inspection. A second 26 mm commander delivery system was prepared according to the instructions for use (IFU), and the valve was successfully post-dilated. The patient remained stable throughout the procedure and was discharged back to baseline condition. No injury or complication was reported. The perceived root cause of the balloon rupture was moderate calcification in the sinotubular junction. The annulus measured 486 mm', with mild tortuosity and a minimum luminal diameter of 8.2 mm. A 3mensio report is available; no photos or videos were provided. The device was discarded by hospital staff and is not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on event description. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in patient's landing zone (figure 1) and it was also reported that patient had moderate calcification in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on event description. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in patient's landing zone (figure 1) and it was also reported that patient had moderate calcification in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a tavr with a 26mm sapien 3 ultra resilia valve in the aortic position, a 26mm commander delivery system balloon burst on stj calcium on initial deployment. The delivery system with the ruptured balloon was retrieved with no issues. A 2nd 26mm commander delivery system was prepped as usual and valve was post dilated.

Manufacturer narrative:
Investigation is ongoing.